Event description:
Pt reported that when priming device the insulin squirted out in a stream instead of small drips. Pt wore device for about three hours and got a cartridge/ adapte alert every threee minutes and during boluses. Pt then switched to insulin injections. Pt's blood glucose was not affected.